Manufacturer narrative:
On 02 june 2016 ceramtec provided a document review of the product involved in this complaint (biolox delta ceramic ball head 12/14 ø 28 size l +3.5, not marketed in USA) and commented as follows: the component properties and microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Batch review performed on 06 june 2016. (B)(4). Not available.

Event description:
Patient recently reported pain in hip to surgeon, following primary surgery in 2013. Surgeon performed surgery to investigate. While in surgery, surgeon sent off samples to check for possible infection. Samples confirmed probable infection around cup/liner. Revision surgery was completed via posterior approach. After infection was confirmed, prostheses were removed and spacer inserted.

Manufacturer narrative:
On 31 july 2016 it was prepared a final report with the information already submitted in the initial report. On 12 august 2016 the report was sent to the initial reporter and the case was closed.